Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. Ultimately, the customer was able to resolve the issue independently. No additional information was available or provided.